Manufacturer narrative:
The customer reported that the was no deviations or deficiencies or concerns in the reprocessing of the device. The customer provided the cleaning, disinfection, and sterilization process and stated that there have not been any deviations or deficiencies or concerns in reprocessing. There was no culture testing performed. Precleaning was performed immediately after the procedure and the device was pre-soaked. Water was aspirated through the instrument/suction channel with a suction pump. The air/water channel was flushed with water and air by using an mh-948 (air/water channel cleaning adaptor). The device passed the leak test. The disinfectant used was unknown. The instrument/suction channel, suction cylinder and instrument channel port were brushed. There were no defects on the aer. All channels were connected with the cleaning tubes when the endoscope was set up into the aer. The disinfectant met the minimum effective concentration (checked once every morning), and the expiration date was controlled. The water quality was controlled. Olympus is the maintenance company. There was no patient infection reported. The device will not be returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the gastrointestinal videoscope tested positive for enterococcus faecalis. The issue was found during a routine culture of the scope. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Additionally, the following corrections in h10 due to inadvertent error or omission of information. It was initially reported that the customer stated there was no culture testing performed and the customer indicated an automatic endoscope reprocessor (aer) was used. Correction: according to the customer, the endoscopes/accessories were culture tested and 1 colony forming unit of enterococcus faecalis was detected. The sample was collected after storage on b)(6) 2023, the collection site of the scope was unknown. 1colony forming unit of enterococcus faecalis was detected on the outer surface. A copy of the test results was not provided. An end cleanse neo endoscope washer/disinfector (ewd) was used, and no defects were noted. It was unknown what detergent solution or disinfectant was used with the ewd. The disinfectant solution used met the minimum effective concentration (mec). It was unknown if the water filter was replaced periodically in accordance with the instructions for use (IFU). It was unknown how the device was dried or how the scope was stored after reprocessing. It was noted that bedside cleaning was performed; enzyme detergent was used for suction; enzyme detergent was used for cleaning in the sink; for pipe brushing opening, reused brush channel with disposable brush (it is not replaced every time, but after the colonoscopy on monday and friday when the endoscope is used) and disinfect the brush. The storage room is room temperature with normal air concentration. No additional reprocessing was done before the culture testing was performed. The date the scope was last used and the date last reprocessed was unknown. The device was used for procedure after the sample was collected and before the results were received. The device was not quarantined after receiving the positive test results. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation and the information provided, root cause could not be determined. The device was not returned for evaluation therefore, it could not be observed if there was any physical damage to the area where the bacteria remained. It was unknown if the water filter is replaced frequently enough, or how the drying after disinfection is done and as the user facility uses an ewd and cleaning solution made by another company, we cannot confirm the reprocessing procedure was followed. It is possible that substances that cause bacterial growth remained attached due to insufficient reprocessing, or that the bacteria attached from an external source. However, the relationship between the device and the positive culture results cannot be determined. The event can be detected/prevented by following the instructions for use (IFU): the colonovideoscope IFU states that improper and/or incomplete reprocessing or storage can pose an infection control risk, cause equipment damage, or reduce performance and cautions users that using improperly, or incompletely reprocessed or stored instruments may cause patient cross-contamination and infection. The colonovideoscope reprocessing manual provides detailed instructions. Olympus will continue to monitor field performance for this device.